Manufacturer narrative:
The meter involved with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be made at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter and accessories were returned on 06/18/2013 (correct received date) and analyses of the products completed on 07/09/2013 with the following findings: the reported complaint could not be confirmed. The products met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.